Event description:
It was reported that a cartridge change error occurred. The customer was able to resume insulin on current pump. No additional event information is available. Customer¿s blood glucose level was 180 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.